Manufacturer narrative:
The product will not be returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.

Event description:
A customer that is new to the product reported a pod that the needle did not insert, leading to high bg levels (in excess of 250 mg/dl with ketones). Pod was discarded and will not be returned. A new pod was activated and her blood glucose levels came down.